Event description:
It was reported to boston scientific corporation (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position to the common bile duct to treat ampullary obstruction during a procedure performed on (B)(6) 2021. During the procedure, when an attempt to make a puncture with the electrocautery, the generator had an error which indicated an unsafe connection and the patient was unable to be grounded. Three different generators, three different grounding pads, and 2 different cables were attempted to be used. Reportedly, blanching of the tissue was noted. The stent and delivery system were removed from the patient and a fully covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be good. Note: according to the complainant, the axios stent was placed to treat ampullary obstruction in the common bile duct. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. The device is not indicated to treat ampullary obstruction in the common bile duct.

Manufacturer narrative:
Block h6: medical device problem code a07 captures the reportable event of cautery delivers energy intermittently. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath kinked near the luer section and the black marker. An electrical test was performed; intermittent electrical issue was detected in one of the coupler wire. Xray analysis was performed and it was noted that the signal cable was kinked in different sections along the device. No other issues with the stent and delivery system were noted. The reported event of cautery delivers energy intermittently was confirmed as an intermittent electrical issue was found during the electrical inspection. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was implanted to treat ampullary obstruction. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content." The device is not indicated to treat ampullary obstruction in the common bile duct. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction with the scope, the technique used by the physician and/or the incorrect used of the device could have caused the physician to feel resistance during advancement into the structure, which could have caused the kinks in the outer sheath and signal cable, limited the performance of the device and contributed to the cautery delivers energy intermittently. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: block e1 (initial reporter's zip code) has been corrected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position to the common bile duct to treat ampullary obstruction during a procedure performed on (B)(6) 2021. During the procedure, when an attempt to make a puncture with the electrocautery, the generator had an error which indicated an unsafe connection and the patient was unable to be grounded. Three different generators, three different grounding pads, and 2 different cables were attempted to be used. Reportedly, blanching of the tissue was noted. The stent and delivery system were removed from the patient and a fully covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be good. Note: according to the complainant, the axios stent was placed to treat ampullary obstruction in the common bile duct. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. The device is not indicated to treat ampullary obstruction in the common bile duct.

Manufacturer narrative:
Blocks a2, a4, a6, b5, b7, and g2 have been updated with the additional information received on september 13, 2021. Block g2: report source: medwatch# 1001510000-2021-8014. Block h6: medical device problem code a07 captures the reportable event of cautery delivers energy intermittently. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath kinked near the luer section and the black marker. An electrical test was performed; intermittent electrical issue was detected in one of the coupler wire. Xray analysis was performed and it was noted that the signal cable was kinked in different sections along the device. No other issues with the stent and delivery system were noted. The reported event of cautery delivers energy intermittently was confirmed as an intermittent electrical issue was found during the electrical inspection. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was implanted to treat ampullary obstruction. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content." The device is not indicated to treat ampullary obstruction in the common bile duct. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction with the scope, the technique used by the physician and/or the incorrect used of the device could have caused the physician to feel resistance during advancement into the structure, which could have caused the kinks in the outer sheath and signal cable, limited the performance of the device and contributed to the cautery delivers energy intermittently. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position to the common bile duct to treat ampullary obstruction during a procedure performed on (B)(6) 2021. During the procedure, when an attempt to make a puncture with the electrocautery, the generator had an error which indicated an unsafe connection and the patient was unable to be grounded. Three different generators, three different grounding pads, and 2 different cables were attempted to be used. Reportedly, blanching of the tissue was noted. The stent and delivery system were removed from the patient and a fully covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be good. Note: according to the complainant, the axios stent was placed to treat ampullary obstruction in the common bile duct. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with 70% fluid content. The device is not indicated to treat ampullary obstruction in the common bile duct. Additional information received on september 13, 2021 it was reported that the initial procedure performed was an endoscopic ultrasound (eus) procedure.